Manufacturer narrative:
The following devices were also listed in this report: 36 biolox universal head; cat# unknown; lot# unknown uni adaptor sleeve v40 ti; cat# 6519-t-204; lot# 64106201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "irrigation & debridement right hip with head and liner [and sleeve] exchange. Pre-op diagnosis: right hip infection. No further information is available".